Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was frozen and buttons were not responding. Battery was changed and display screen was not blank but time clock did not change and buttons were still not responding. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with a frozen display, the problem was isolated to the lcd board. Unable to confirm the keypad unresponsiveness and unable to perform any tests due to the frozen display. The pump was received with cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, and minor scratches on the display window.